Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. (B)(4). Results of investigation: a carefusion certified 3rd party service technician field serviced the suspected device and the reported issue was confirmed. They identified that the turbine was not rotating and the issue was resolved by replacing turbine. Furthermore sunon fan was upgraded and analog board was replaced. The device was then returned to the customer to use. The suspect turbine was returned to carefusion and evaluated. The reported issue was unable to duplicate during laboratory testing, however the event trace showed the turbine had an e-stop alarm and turbine does not spin. Internal and visual inspection does not reveal any anomalies. Suspect turbine manifold assembly was scrapped.

Event description:
The customer reported that the turbine was not rotating. There was no patient involvement associated with the reported malfunction.